Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer (fse) performed rinsing of the wash unit and replaced both vacuum vessels. The customer performed qc successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable a1c-2 tina-quant hemoglobin a1c gen.2 and gen.2 ise indirect for na results for 2 patient samples on a cobas 6000 c501 module. For sample 1, the initial na result was 214 mmol/l. The repeat result was 142 mmol/l. For sample 2, the initial a1c result was 8.6%. The repeat result was 5.3%.